Event description:
Customer reported that the battery of the pump depleted too quickly. No adverse impact to the customer's blood glucose level was mentioned. The customer declined troubleshooting and further information was not obtained, and the pump was out of warranty and in the process of renewal.